Manufacturer narrative:
The device was returned to olympus and evaluated. The returned product was observed in its original tyvek packaging with the pouch opened at the proximal end. It was confirmed that the tip of the device was broken and did not appear to used. The remainder of the device appeared intact and undamaged. A definitive root cause has not been identified.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61254bx, device and determined the tip of the device was observed broken while in the package. The device was not used in a procedure.